Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became extremely hot while charging. The customer's blood glucose (bg) level was in the 600 mg/dl range and was reportedly addressed via manual injections. The customer experienced a large ketone level (diabetic ketoacidosis) which was reportedly identified as life threatening by a healthcare provider. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified in the pump logs; however, troubleshooting could not be completed due to a different issue that was identified.